Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 240 mg/dl as the pump was not delivering insulin. The high bg was treated with an injection of insulin. Tandem customer technical support performed a system check and found that no insulin was seen coming from the tubing with no occlusion alarm sounding. The customer successfully changed the tubing.